Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula. Fluid was observed passing through the fluid path successfully and exiting the distal tip of the soft cannula. The downloaded data shows cyclical pulse width increases, but no hazard alarms were generated and no drive stalls were seen. This indicates the pulse width increases did not hinder the device's ability to deliver insulin during the run. The device was deactivated at 4027 pulses. The rotational sensor springs were improperly installed and observed to be leaning inward. This caused grinding on the commutator cap and the grinding debris was observed. No other damages or defects were seen.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 413 mg/dl. The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia with an insulin pen and by applying a new pod. The pod was worn between 24 and 36 hours on the arm.